Event description:
Description from the customer: "we have an hcu20 which is showing a blinking comp message on the water temp screen. It regulates the outgoing temperature, but the tank temperature reaches down to 0.2 degree centigrade and the compressor never shuts down. I worked with the hyperterminal application at cold/warm turning on mode, and on the windows appeared comp rel: failed. The control board was disconnected from power supply board, and reconnected again. The comp error message disappeared, and unit started working normally, compressor also could work normally, however after two hours the message appeared again with the same symptoms". (B)(4).

Manufacturer narrative:
The new supply board was ordered but it has not been possible to confirm that it has been installed. Five different requests were sent to try to get this confirmation. These requests were made on 08/24/2015-, 11/15/2015, 01/28/2016, 05/10/2016 and finally on 10/20/2016. There have been no further issues reported in relation to this device nor have any additional complaints been received from the customer in relation to this device. If the confirmation of the installation of the new supply board is received a further follow up report will be submitted.

Event description:
(B)(4). The initial medwatch for this complaint was originally submitted on paper under MFR# 8010762-2015-00847 on july 29, 2015

Manufacturer narrative:
A maquet field service technician investigated the unit and determined the relay on the power supply board was broken. The technician ordered a new power supply board and will replace it as soon as available. A supplemental medwatch will be submitted as soon as additional info becomes available.